Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeatedly reactive architect (B)(6) ag/ab combo results were generated for a patient sample that tested nonreactive on a different architect analyzer. After replacing the trigger valve manifold, the sample retested nonreactive at 0.23 s/co. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive hiv ag/ab results on the architect i1000sr serial number (B)(6). Through investigation, the fsr found the valve manifold kit needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information, no product deficiency was identified.